Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when mentioned in the event description ¿sometimes it slips between the barrel and the plunger¿, does this mean that you are watching liquid leaking from the plunger? Yes, content leaks when the problem is in the plunger rubber.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when mentioned in the event description ¿sometimes it slips between the barrel and the plunger¿, does this mean that you are watching liquid leaking from the plunger? Yes, content leaks when the problem is in the plunger rubber.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual evaluation, damaged luer is observed. No other defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause is associated with the assembly equipment. Based on the quality team's investigation, we are not able to identify a root cause for leakage past stopper related to our manufacturing process at this time.